Event description:
It was reported during an anterior lumbar interbody fusion (alif) procedure at l4-s1 levels, the nut broke between the joint and the nut, while the surgeon was tightening the nut on the synframe guide rod for blade attachment. The broken pieces did not fall into wound.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation revealed the sample was received with the tightening clamping mechanism broken. Visual inspection noted the clamping mechanism cracked and one clamping jaw broken off. Microscopic investigation noted overtightening during usage which may have lead to fatigue break. Additionally noted, overtightening on the hexagonal bolt resulting to mechanical overload leading to breakage. The complaint is deemed invalid from a manufacturing standpoint. A review of the device history record did not reveal issues that could have contributed to the reported event.